Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Subsequently, patient underwent revision procedure on (B)(6) 2007 allegedly due to the cup rotating. The cup was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.